Event description:
An eye care professional reported to a cv sales rep that a patient of theirs developed an ulcer (location unknonw). No other information was made available. Multiple attempts to obtain additional information regarding patient information and/or their experience have been unsuccessful. Product: focus night and day, unknown lot number.

Manufacturer narrative:
The report was reveiwed by the ciba vision medical monitor with the following conclusion: "ulcer with unspecified medical intervention." Multiple attempts to contact the doctor for additional information was unsuccessful. H6: as there was no product or lot number provided, no detailed investigation can be performed.